Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had to go to an emergency room for high blood glucose of 699 mg/dl. Customer stated she had a sore throat, coughing, and was throwing up. Customer's current blood glucose was 130 mg/dl. Customer stated the cause of the hospitalization was kidney level was not right. Customer stated she was wearing the insulin pump at the time of hospitalization but it was then removed. Customer stated her blood glucose rose because the device was removed. Once customer was put on the device blood glucose was back to normal. Customer declined troubleshooting the device because she doesn't think it's an issue with the device. No further information reported.